Event description:
MFR rep reported pt felt "burning/sticking" feeling near ipg site. The device was explanted and returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results revealed broken straight wire conductors.